Event description:
Additional information: it was reported that the patient returned for several follow-ups since the stroke occurred. The patient¿s headache and confusion have resolved. The patient had no residual effects.

Manufacturer narrative:
Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that on (B)(6) 2018 during follow-up visit the patient notified the nurse practitioner of headache and not feeling well. Stroke was confirmed on CT scan, which revealed small oblong acute hemorrhage in the right temporal lobe; 1.6cm dimension and hemorrhage volume of 6.5ml. The patient was admitted to the intensive care unit. Unspecified medication changes were made. The event was reported as ongoing.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Device evaluation: the pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.